Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose readings displayed as ¿high¿ on the omnipod system, indicating levels above 400 mg/dl. It was noted that the omnipod system was operating in automated limited mode or manual mode due to a communication error between the pod and the continuous glucose monitor (cgm) in use at the time (dexcom g7), with an error message indicating ¿missing sensor values.¿ it was later found that the patient was wearing the pod on the right lower abdomen, with the cgm placed on the left arm, indicating that placement may have not provided adequate line of sight for pod and cgm communication. The patient developed symptoms including lethargy and periods of unresponsiveness, resulting in a 911 call. The patient was subsequently admitted to the hospital and diagnosed with diabetic ketoacidosis and coma. Blood glucose was measured at 1288 mg/dl upon hospital admission. Treatment during hospitalization included insulin infusion and intravenous fluids. According to the report, the patient also received education related to high blood glucose, and the pod was restarted prior to discharge. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. Upon further follow-up, the patient reported that the cgm was providing inaccurate blood glucose readings, noting a value of 75 mg/dl. However, the patient had not administered any bolus doses or eaten, leading them to suspect the value was incorrect. The patient was unable to confirm this with a backup meter at the time of contact. The incorrect cgm reading was a subsequent issue and not directly related to the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.